Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Joystick is working intermittently. Power chair would not turn on at times and that he had to wiggle a wire in order for the power chair to turn on. (B)(4).

Event description:
Brakes are not locking. Brakes would not stop immediately and that on an incline he would still roll a little.